Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During device analysis, the field service engineer identified that the device exhibited a weak water volume. There was no patient involvement.